Event description:
Facility rep stated the unit, after putting the patient in the wheelchair, unit lowered by itself further, the nursing assistant was able to grab the hanger assembly before it hit the patient.

Manufacturer narrative:
.